Manufacturer narrative:
(B)(4). This report of air in tubing was not confirmed due to lack of sample. The lot information is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center to report air in the line of the home choice (hc) machine during fill. The technical service representative (tsr) explained that once the cassette was primed and the patient line had all the air out before connection to the setup, that the circuit was closed and air that comes into the cassette from the solution bags was flushed down the drain line. The hp stated he gets pain in his shoulder that stays until the morning, so he felt he was getting air in the patient line in the middle of therapy. No medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.